Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.10. The company representative was able to confirm the reported event. The handle was retightened to address the issue. How or when the handle became loose is unknown. The system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the serial under investigation. The root cause of the reported event is attributed to the loose handle. How or when the handle became loose is unknown. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic microscope had a loose handle. The procedure was completed successfully as the system remained functional. No patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).